Manufacturer narrative:
Chemistry results indicated that the sample spectrum is consistent with polyvinyl chloride (pvc). An investigation is on-going to see if that component is present in the manufacturing process.

Manufacturer narrative:
As per chemistry analysis, the sample spectrum of the material occluding the sideport is consistent with polyrinyl chloride (pvc) which is the material used in the tube assembly. As part of the manufacturing process, 100% of the units are visually inspected for cosmetic defects. The affected work order documentation and the manufacturing process were verified, and no deficiencies were found. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
Investigation found that this event occurred during use.

Manufacturer narrative:
One hemostasis valve introducer was returned for examination. The reported event of the sideport was blocked was confirmed. As received, the sideport was found to be occluded. A lab guidewire was inserted, and it became stuck at the bond joint between the sideport tube and hub. A cutdown of the hub found that the blockage was caused by an unknown clear material. The unknown clear material was sent to chemistry for further analysis. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental will be forthcoming with the chemistry results once received. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use in a patient, in this introflex, the sideport was found blocked, therefore flushing was not able to be performed. The introducer was changed using a new insertion site and the issue was solved. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.